Event description:
Piezotome rasp tip used for mandibular osteoplasty of left chin broke in two pieces during the procedure. The broken tip fell into the chin incision site. The surgeon was able to retrieve the broken off piece from the incision site. The surgical tech handed off both pieces to the circulating nurse in a specimen container.